Event description:
It was reported that this patient's device was explanted in 2007, due to electrode anomalies discovered on 4 electrodes through integrity testing in 2006. The testing showed normal receiver/stimulator function. The patient was reimplanted.